Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, stent damage occurred. The anatomy location is unk. The physician noted that the liberte 20mm x 3.0mm stent struts "flared". The pt's current status is unk, however, no pt complications were reported. Additional information has been requested and, if obtained, will be submitted in a supplemental report.

Manufacturer narrative:
.